Event description:
It was reported by svc report that the weld was broken. The CPR release function did not work and minimum fowler height was not attainable. It is unk if there was pt involvement or if there are adverse consequences to report.

Manufacturer narrative:
Result: broken weld.